Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They replaced the interconnect cable. Performed system checkout. System functions as intended. The cable was returned for analysis. The cable failed bench test. There was an open between p4-d pin 27 (red) and p1-d pin 5. There was an electrical failure observed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #:(B)(6).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that image acquisition system (ias) was not charging. The mobile view station (mvs) plugged into wall power but ias had a red battery indicator and was beeping. There was no patient present.